Manufacturer narrative:
The field service engineer later determined there was an issue with the reagent and sample probes after the customer had problems with quality control recovery. The probes were replaced. Calibration, controls, and patient samples were tested. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas lithium on two cobas 8000 c 502 module analyzers. The sample initially resulted in a lithium value of 2.57 mmol/l when tested on c 502 analyzer serial number (B)(6). The value was questioned by the provider. The sample was repeated on c 502 serial number (B)(6) and a second c502 analyzer (serial number (B)(6)). It was asked, but it is not known which analyzer was used for each measurement. The repeat lithium values were 0.02 mmol/l and 0.04 mmol/l. The 0.02 mmol/l value was deemed correct.

Manufacturer narrative:
The lithium reagent lot number was 714401. The reagent expiration date was requested, but not provided. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range on the day of the event. The field service engineer could not determine a cause. Quality controls did not show any issues. The investigation is ongoing.